Manufacturer narrative:
This case was assessed as reportable to the FDA as the event of partial vessel obstruction due to external compression met serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. (B)(4).

Event description:
This literature report from (B)(6), concerns a (B)(6) female patient. She was treated with hyaluronic acid filler for rejuvenation. The patient was first injected with a total of 2 ml of hyaluronic acid in the cheeks. After the results were re-evaluated, complementation with 1 ml of filler in the zygomatic and pyriform cavities was performed. One month after the first procedure, another 1 ml of hyaluronic acid was applied to the nasolabial folds and the chin. There were no complications during these procedures. After the treatment with hyaluronic acid, the patient developed a partial vessel obstruction due to external vascular compression. Two days after the final intervention, the patient reported the appearance of a yellowish spot on the left side of the mouth without associated symptoms. The patient was re-evaluated on the following day and a bilateral peri-buccal pallor that was more evident on the left side was observed. On palpation, a small lump in the lip-chin region on the left side was detected. An ultrasound examination with a 20 mhz transducer revealed a region in which the filler rejected a blood vessel; the vessel in question exhibited a reduced lumen but remained patent. Treatment with hyaluronidase was performed. A new ultrasound image obtained immediately after the application of hyaluronidase demonstrated an increased vessel lumen and the ongoing dissolution of filler. The skin colour normalized after 15 minutes. The outcome of the events was considered resolved. In the opinion of the authors, because the vessel obstruction was partial and occurred due to extrinsic compression, the contralateral vascular network was able to partially supply blood flow to the area and as a result, the patient's symptoms were benign. However, this supply was insufficient; resulting in low peri-buccal flow that clinically manifested as pallor in the affected region. A high-frequency ultrasound, utilized in b-mode (gray scale) and color doppler mode, allowed the early evaluation of regional vessels and relationships between filler materials and adjacent tissues. The authors concluded that this technology could potentially be used widely and prophylactically, guiding the positioning of filler material in an appropriate plane and helping to avoid vascular obstruction.

Manufacturer narrative:
This case was assessed by merz north america as serious. The events of partial vessel obstruction due to external compression and small lump in the lip/chin region of the left side were assessed as not related to a merz hyaluronic acid (ha) product.

Event description:
Follow up information was received on 12 june 2019 from the author of the literature article. The injector (reported as a qualified physician with over 10 years experience) confirmed that the hyaluronic acid filler used in the literature report was not a company product. It was also highlighted that there was no problem with the product used, as the issue described in the article was due to the injection site.